Manufacturer narrative:
Block b3: exact date unknown, event occurred within three months after the implant date prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7095403 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7095489 UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.